Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's lead had migrated. Surgical intervention was undertaken wherein the system was explanted to address the issue.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Corrected: h6 - health effect - clinical code.